Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a remote monitoring transmission, possible atrial undersensing was noted on stored electrograms. The lead remains in use. No patient complications have been reported as a result of this event. It was reported that the patient is deceased. The patient was noted to be in cardiac arrest. Ventricular undersensing was noted to be occurring at the time the patient was receiving cardiopulmonary resuscitation which was suggested to have possibly caused a delay in therapy.